Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet and poor imaging due to anatomical challenges and imaging equipment. The first clip delivery system was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints. Based on the information reviewed, a cause for the reported single leaflet device attachment/slda could not be determined. The reported poor imaging resolution was due to a combination of patient and procedural conditions. The reported additional therapy/ non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na